Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high glucose alerts with blood glucose values up to 357 mg/dl following a supply change, despite no visible issues with the infusion set, tubing, or cannula, and insulin flow confirmed during troubleshooting; values trended down after guided site and supply changes. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component contribution. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.